Event description:
It was reported that the pump battery could not be charged, and the charger would not go into the usb port. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.